Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received for evaluation. The reported condition of the bag having an open seal was confirmed. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to baxter (B)(4) that a 100ml bag with 2 injection sites "leaked from the inner bag to the outer bag." This condition was noticed before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.